Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he has been receiving no delivery alarms all day. Customer stated he changed the infusion set and alarm recurred. Customer was advised to disconnect at the quick release and perform fixed prime. Troubleshooting was not completed as the call dropped. Blood glucose value was 108 mg/dl. Nothing further reported.